Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cassette leak during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient experienced a leaking cassette on 14/feb/2024 found during drain three during a ccpd treatment in the outpatient clinic. It was explained this patient was training on the cycler and the treatment was discontinued once fluid was found around the cassette. The patient was manually drained as she was able to complete her pd treatment. It was affirmed the patient did not experience a serious injury, adverse event or require medical intervention as a result of the leaking cassette. The patient continues ccpd therapy on her home liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 15/feb/2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cassette leak during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient experienced a leaking cassette on (B)(6) 2024 found during drain three during a ccpd treatment in the outpatient clinic. It was explained this patient was training on the cycler and the treatment was discontinued once fluid was found around the cassette. The patient was manually drained as she was able to complete her pd treatment. It was affirmed the patient did not experience a serious injury, adverse event or require medical intervention as a result of the leaking cassette. The patient continues ccpd therapy on her home liberty select cycler following this event.